Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva had separation of the part between the butterfly and the y connection.

Manufacturer narrative:
DHR review disclosed the following: lot: 8197833; was built/packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notifications were initiated during the build of this lot number. One photo was provided for evaluation of this incident, which revealed a nexiva product which consisted of the catheter/adapter and extension tubing assemblies. Received one used 20ga bd nexiva closed IV catheter system dual lumen within an undamaged opened packaged from lot: 8197833. The unit was received in portions and with traces of dried media present throughout the unit (portions). Observations and/or testing; visual/microscopic evaluation: the photo revealed separation of the extension tubing from within the clear port of the catheter/adapter (stabilization platform) and revealed no further damage. Unit: the unit received had all components present, the needle/grip assembly was disengaged from the catheter/adapter and extension line assemblies. The extension line with ¿y¿ dual ports was detached from the clear port of the catheter/adapter (stabilization platform). There was no evidence of adhesive at the area of separation on either the extension tubing or in the clear port of catheter/adapter (stabilization platform). The findings in this incident are evidence to support and confirm manufacturing process for the defect of separation observed in this incident. Conclusion(s): relationship of device to the reported incident: manufacturing ¿ the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099. The unit received was observed to not have any traces or evidence of adhesive at the area of separation therefore this incident was confirmed to be manufacturing process related.

Event description:
It was reported that bd¿ nexiva had separation of the part between the butterfly and the y connection.